Manufacturer narrative:
This investigation is on going.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range impedance measurements and loss of capture (loc) at maximum outputs. A chest x-ray was ordered. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range impedance measurements and loss of capture (loc) at maximum outputs. A chest x-ray was ordered. No adverse patient effects were reported. Attempts to obtain additional information were unsuccessful. All available information indicates that this lead remains in service.